Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4) captures the reportable event of surgery.

Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited infection and erosion. A revision was performed and the lv lead were explanted. There were no additional adverse patient effects reported. The lv lead will not be returned.